Event description:
It was reported that the pt implanted in 2001, heart strange noise when putting the processor on the implant and that also felt pain in the left cheek region. When the pt put on the processor again the next day, she did not have any access to sound from the device. Re-implantation will be scheduled.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.